Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed because it did not meet the physician's expectations in regard to longevity.